Event description:
Reporter alleged the multiclix lancet needle broke off into her finger. Reporter stated she would pull the piece out with tweezers and no medical treatment would be sought. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.